Manufacturer narrative:
Device evaluation: returned device was received with delamination was found in both joins of the filter with the tube. During the evaluation of the device, leak testing on the sample received was performed to look for unusual functions; a leak was observed fleeing from the air vent of the filter in the sample.the customer reported condition was confirmed. Problem source is unknown. Summary of DHR review: unknown, the lot number was not reported.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd extension set was leaking at the filter during use. It was reported that subsequently the set was replaced. No adverse patient effects were reported.